Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID: 977c265 (serial: (B)(6); product type: 0200-lead; implant date on (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated it almost feels like a wire is broken or the paddle is in their left shoulder since a few months ago. Patient stated they have not been able to use the stimulator since probably 3 months after they got the ins implanted. Patient stated they are able to charge the ins but it only lasts 20 minutes. Patient stated they have an appointment on dec 5th with a new neurosurgeon to see what is going on.